Event description:
It was reported to boston scientific corp that during a cystocele repair procedure using a capio suture capturing device, the bullet detached from the suture inside the pt's arcus tendineous. While attempting to retrieve the bullet, the physician inadvertently perforated the pt's bladder. He was unsuccessful in retrieving the bullet. The physician and a urologist repaired the bladder. After the procedure, an x-ray revealed a small spot in the same location the bullet was lost. The pt's condition is reported as "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; therefore, the MFR and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.